Manufacturer narrative:
Additional information was received indicating that the reported issue was found during pre-check, prior to use.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A check clutch plunger lever error was found in the event history log (ehl). The error was also reproduced during an occlusion test. The error was produced because the clutch halves were slipping due to normal wear. The pump was five years old. No other fault was found with the pump. The worn motor assembly components (leadscrew and clutch halves) were replaced to correct the issue.

Event description:
It was reported that the medfusion pump exhibited a plunger lever issue. No patient injury or complications were reported in relation to this event.